Manufacturer narrative:
Initial.

Event description:
It was reported that the user had disconnected from the ilet for several days and did not take multiple daily injections during that time, then reconnected with a dexcom g7 continuous glucose monitor (cgm) after a supply change and noted elevated glucose readings, with a capillary blood glucose of 237 mg/dl at the end of the call. The event was associated with an incorrect procedure or method and does not involve a specific component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.